Event description:
On 06/29/2000, the facility informed the distributor's marketing manager of the following: the balloon would not inflate. Saw kinking. No further details were provided at this time.